Event description:
It was reported that the patient underwent a revision procedure wherein the leads were replaced due to an unknown reason.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: upn: m365sc2408560. Model: sc-2408-56. Serial: (B)(6). Batch: 20903592.